Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 407a89. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the anvil was not replaced. No additional resection was required. The procedure was not converted. Bleeding occurred from the anastomosed site after the surgery. The surgeon assumed that it was caused by a deficiency of the device. No further information is available about the formation of the staples on the anastomosed site and how bleeding was addressed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Clarification is needed: is the surgeon associating the bleeding to the device that did not fire or to the device that was used to complete the case? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? Was a re-operation done to address the post-op bleeding? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2022. Additional information: the device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati, the engineering team confirmed the device could not be reset. Using a screwdriver, the actuator on the distal end of the flex circuit was depressed through the casing access hole. This allowed the device to be reset. After resetting the device, the device was able to be fired and reset 4 additional times. The decision was made to disassemble the device in order to view the flex circuit under magnification in order to complete the device investigation. Visual analysis under magnification showed that the flex circuit 1.0 did not show the flex circuit to be cracked. The most likely cause of the device being unable to reset is the deformation of the switch dome from being shipped back with the anvil in place. Based on the ability to dry fire and reset the device 4 additional times, the reported would not fire condition is not confirmed.

Manufacturer narrative:
(B)(4). Date sent: 04/28/2022. D4: batch # 407a89. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The anvil was received with an uncut washer and there were staples present in the device. When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. It was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/06/2022. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. Clarification is needed: is the surgeon associating the bleeding to the device that did not fire or to the device that was used to complete the case? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? The device could not be fired. What confirmation was received that the device completed the firing sequence? The device could not be fired. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? The device could not be fired. Was a complete transection of the white breakaway washer visually confirmed? ] no further information is available. Were the donuts inspected? No further information is available. If so, please describe. Were there any issues noted with staple formation? No further information is available. If so, please describe the shape and location. How was the post-op bleeding identified? No further information is available. How many days postoperative was the bleeding identified? No further information is available. What was the total estimated blood loss (ml)? No further information is available. Was a transfusion required? No further information is available. How was the bleeding addressed? No further information is available but the bleeding stopped. Was a re-operation done to address the post-op bleeding? No further information is available. What was the pre and postoperative anti-coagulant and pain management protocol? No further information is available. Was the bleeding intraluminal or extraluminal? No further information is available. What is the current patient status? No further information is available.